Manufacturer narrative:
Analysis revealed network configuration, firewall setting, or proxy setting incorrect. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system. It was reported outside of a procedure that while they were attempting to qu ery/retrieve, they were able to query but they were unable to retrieve. Pacs (electronic picture archiving and communication systems) was noticing errors on their end. The site changed the port for pacs from 4040 to 104 and the issue was resolved. No patient was p resent.